Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 6 months and 2 days post the patient's first revision surgery, where the inlay was exchanged, the patient presented again due to subluxations. The patient was revised to a specially approved inlay. Patient's first revision reported under 1038671-2024-01747.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.